Event description:
It was reported that prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was a black dot noticed in the inner wall of one collection tube. No patient impact was reported. The following information was provided by the initial reporter: "the black dot orginally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. [90] retention samples from bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was a black dot noticed in the inner wall of one collection tube. No patient impact was reported. The following information was provided by the initial reporter: "the black dot orginally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.